Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards lifesciences affiliate in japan, post deployment with a 23mm sapien 3 valve, after sheath was withdrawn, a radial tear was observed on the distal tip. After removal of the sheath, there was no observation of any vascular injury.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The following instructions for use (IFU) were reviewed: commander and sapien 3 IFU, preparation training manual, and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for esheath distal tip torn was unable to be confirmed. Per the complaint description, 'after sheath withdrawal, a few millimeters of radial tear was observed in the sheath distal tip. The distal tip was not separated. Contrast after removal of the sheath showed that no vascular injury'. The failure mode is characteristic of sheath tip tear events as described in the product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. A product risk assessment and CAPA was previously initiated to address activities regarding tip expansion. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement, and this may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.